Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. Additionally, it was reported that a cartridge alarm 1 occurred during bolus delivery. The customer reverted to an alternate method of insulin therapy. The customer's blood glucose level was in 131-135 mg/dl range.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.